Event description:
It was reported that the vibratory notifier for this patient was not working. It was noted that the patient was receiving radiation treatment when this was discovered while nurse was demonstrating the function of the vibratory alert to patient. No code corruption was found when session record was reviewed. Device remains implanted.